Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314trg ICD, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported a lead integrity alert (lia) was triggered due to oversensing criteria and there was accrual of short interval counts (sic). Review of the remote monitor transmission noted the patient rhythm to be wide complex and impedance trends were stable. Additional information received indicated that the patient is deceased. The patient died in a manner unrelated to the lia and oversensing.